Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of 'infusion took longer' was reproduced. The flow accuracy test was performed and the device was found to under infuse. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The m2/m3 springs will be replaced to correct the reported problem. The flow inaccuracy observed during evaluation may be contributing to the under-infusion, but would not have caused an under-infusion to the degree reported by the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump underinfused during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.